Event description:
The laparoscopic erbe tip "melted" during the procedure per the surgeon. There was an obvious hole noted in side of instrument. The instrument was removed from the field and sent to biomed. There was no damage to the patient per surgeon.====================== health professional's impression======================n/a====================== manufacturer response for laparoscopic erbe tip, laparoscopic erbe tip======================awaiting response.